Event description:
The facility representative reported an infus-or pump in which the pump will not infuse. Pump shuts off after about 2 seconds, all lights light up and pump alarms. Biomed tech reported he has replaced the main board, but has not been able to resolve the problem. This was found during bio-med testing, with no patient involvement. Although baxter attempted to obtain information, details were not available on this event. No additional information is available.

Manufacturer narrative:
Device has been requested for evaluation. Should the device is received and an evaluation performed, a follow-up report will be filed.